Event description:
It was reported by the customer that a pyxis medstation es system experienced an issue with the smart remote manager. The customer reported that the pyxis machine's screen did not show the patient's refrigerated medication option, so users could not retrieve refrigerated medications from the refrigerator, and there was no delay to the patient care workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A field service engineer confirmed no problem had been found. All the pockets on the smart remote manager were empty and needed configuration for patient-specific medications. The customer could assign and load without issues but would require contacting a technical support specialist to configure patient-specific medications. The system functioned as intended after the field service engineer troubleshooted the device.